Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer performed an inspection of the device at the customer site. During internal inspection of the light source, no fluid ingression was found. During evaluation, the reported issue was not confirmed. The light functioned and no error codes were generated. Customer was provided with a new xenon lamp as the device lamp was noted to be more that 400h working time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus a total image failure with message of b30 for 190 endoscopes on this evis exera iii xenon light source. There was no patient harm, no user injury reported due to the event.